Manufacturer narrative:
Patient and device information not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired due to respiratory failure on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number: 2916596-2019-02308. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient suffered a cerebrovascular accident (cva). The patient was subsequently in respiratory failure and was unable to be weaned from the ventilator. A tracheostomy was performed which was complicated by bleeding, and the patient developed pneumonia and sepsis. The patient also went into acute renal failure which required continuous venovenous hemodialysis (cvvhd). The patient ultimately expired due to respiratory failure on (B)(6) 2019. It was reported that heartmate 3 lvas, serial number: (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding, stroke, sepsis, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist device. This document provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Although the patient¿s pneumonia was not device related, the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, sepsis, respiratory failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Although the patient¿s pneumonia was not device related, the hm3 IFU lists infection (localized, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jan2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: it is unknown if the patient had an heartmate 3 or heartmate ii lvas. Heartmate 3 was used as a placeholder in the initial report. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section h6 (patient code): correction. Manufacturer's investigation conclusion: a direct correlation between the pump and the reported respiratory failure could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to respiratory failure. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. Both the heartmate ii and 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.